Event description:
This case was reported via regulatory authority FDA (reference number: mw5056627) on (B)(6) 2015 and was forwarded to bayer on 05-nov-2015. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain that doubles her over") and pelvic infection ("bacterial infections") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. In 2013, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), loss of libido ("lack of any kind of sex drive"), amnesia ("memory loss"), confusional state ("confusion"), fatigue ("extreme fatigue"), bacterial vaginosis ("many bacterial vaginosis infections"), dyspareunia ("pain with intercourse"), skin infection ("skin infections"), tenderness ("painful to touch"), scar ("excessive scar tissue from nickle allergy"), allergy to metals ("nickel allergy") and menorrhagia ("heavy bleeding and blood clots during menstruation"). In 2014, the patient experienced the first episode of feeling abnormal ("scared for a year to have a pap because I really thought I had cancer"). On an unknown date, the patient experienced pelvic infection (serious criteria medically significant and clinically significant/intervention required), weight increased ("weight gain"), depression ("depression"), anaemia ("anemia"), migraine ("migraine"), inflammation ("inflammation"), the second episode of feeling abnormal ("brain fog") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure) and surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the abdominal pain, loss of libido, amnesia, confusional state, fatigue, bacterial vaginosis, dyspareunia, skin infection, tenderness, scar, allergy to metals, menorrhagia and first episode of feeling abnormal had not resolved and the pelvic infection, weight increased, depression, anaemia, migraine, inflammation, second episode of feeling abnormal and anxiety outcome was unknown. The reporter considered abdominal pain, pelvic infection, loss of libido, amnesia, confusional state, fatigue, bacterial vaginosis, dyspareunia, skin infection, tenderness, scar, allergy to metals, menorrhagia, the first episode of feeling abnormal, weight increased, depression, anaemia, migraine, inflammation, the second episode of feeling abnormal and anxiety to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 6-dec-2016: incident category changed to incident. This is a legal case. New events added. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pain that doubles her over (seen as abdominal pain) and bacterial infections (seen as pelvic infection). She had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, abdominal pain may occur with essure therapy. Based on their nature, a causal relationship with essure cannot be excluded. This case was upgraded to incident because device removal was required. Additionally, non-serious events were reported. Based on the available information, there is no evidence of a quality defect. An updated product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confimi this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available infomation a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-mar-2017: quality safety evaluation received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pain that doubles her over (seen as abdominal pain) and bacterial infections (seen as pelvic infection). She had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, abdominal pain may occur with essure therapy. Based on their nature, a causal relationship with essure cannot be excluded. This case was upgraded to incident because device removal was required. Additionally, non-serious events were reported. Based on the available infomation a product quality defect could not be confimied but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 23-oct-2015. The most recent information was received on 03-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concomitant products included oral contraceptive nos. In 2013, the patient experienced abdominal pain ("pain that doubles her over"), loss of libido ("lack of any kind of sex drive"), amnesia ("memory loss"), confusional state ("confusion"), fatigue ("extreme fatigue"), bacterial vaginosis ("many bacterial vaginosis infections"), dyspareunia ("pain with intercourse"), skin infection ("skin infections"), tenderness ("painful to touch"), scar ("excessive scar tissue from nickle allergy"), allergy to metals ("nickel allergy") and menorrhagia ("heavy bleeding and blood clots during menstruation"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("scared for a year to have a pap because I really thought I had cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), the first episode of depression ("depression"), anaemia ("anemia"), migraine ("migraine"), inflammation ("inflammation"), foggy feeling in head ("brain fog"), anxiety ("anxiety"), the second episode of depression ("depression") and infection ("infection") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (essure removed, tubes removed (salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, migraine, inflammation, foggy feeling in head, anxiety, the last episode of weight increased and infection outcome was unknown and the abdominal pain, loss of libido, amnesia, confusional state, fatigue, bacterial vaginosis, dyspareunia, skin infection, tenderness, scar, allergy to metals, menorrhagia and feeling abnormal had not resolved. The reporter considered abdominal pain, allergy to metals, amnesia, anaemia, anxiety, bacterial vaginosis, confusional state, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, infection, inflammation, loss of libido, menorrhagia, migraine, pelvic pain, scar, skin infection, tenderness, the first episode of depression, the first episode of weight increased, foggy feeling in head, the second episode of depression and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2013 (as per social media). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-feb-2020: this is a retention case. All the information, references details and source documents were transferred from deletion case no. (B)(4). Legacy device report num. 2951250-2019-14133 from deletion case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. B40023) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and uterine polyp. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("pain that doubles her over"), loss of libido ("lack of any kind of sex drive"), amnesia ("memory loss"), confusional state ("confusion"), fatigue ("extreme fatigue"), bacterial vaginosis ("many bacterial vaginosis infections"), dyspareunia ("pain with intercourse"), skin infection ("skin infections"), tenderness ("painful to touch"), scar ("excessive scar tissue from nickle allergy"), allergy to metals ("nickel allergy") and menorrhagia ("heavy bleeding and blood clots during menstruation"). In 2014, the patient experienced feeling abnormal ("scared for a year to have a pap because I really thought I had cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), anaemia ("anemia"), migraine ("migraine"), inflammation ("inflammation"), foggy feeling in head ("brain fog"), anxiety ("anxiety") and infection ("infection") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (essure removed, tubes removed (salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, depression, anaemia, migraine, inflammation, foggy feeling in head, anxiety, the last episode of weight increased and infection outcome was unknown and the abdominal pain, loss of libido, amnesia, confusional state, fatigue, bacterial vaginosis, dyspareunia, skin infection, tenderness, scar, allergy to metals, menorrhagia and feeling abnormal had not resolved. The reporter considered abdominal pain, allergy to metals, amnesia, anaemia, anxiety, bacterial vaginosis, confusional state, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, infection, inflammation, loss of libido, menorrhagia, migraine, pelvic pain, scar, skin infection, tenderness, the first episode of weight increased, foggy feeling in head and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2013 (as per social media) 3 trailing coils each side. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received : reporter, lot number, medical history added, rcc updated. Duplicate event of depression deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. B40023) inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and uterine polyp. Concomitant products included oral contraceptive nos. In 2013, the patient experienced abdominal pain ("pain that doubles her over"), loss of libido ("lack of any kind of sex drive"), amnesia ("memory loss"), confusional state ("confusion"), fatigue ("extreme fatigue"), bacterial vaginosis ("many bacterial vaginosis infections"), dyspareunia ("pain with intercourse"), skin infection ("skin infections"), tenderness ("painful to touch"), scar ("excessive scar tissue from nickle allergy"), allergy to metals ("nickel allergy") and menorrhagia ("heavy bleeding and blood clots during menstruation"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("scared for a year to have a pap because I really thought I had cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), anaemia ("anemia"), migraine ("migraine"), inflammation ("inflammation"), foggy feeling in head ("brain fog"), anxiety ("anxiety") and infection ("infection") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (essure removed, tubes removed (salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, depression, anaemia, migraine, inflammation, foggy feeling in head, anxiety, the last episode of weight increased and infection outcome was unknown and the abdominal pain, loss of libido, amnesia, confusional state, fatigue, bacterial vaginosis, dyspareunia, skin infection, tenderness, scar, allergy to metals, menorrhagia and feeling abnormal had not resolved. The reporter considered abdominal pain, allergy to metals, amnesia, anaemia, anxiety, bacterial vaginosis, confusional state, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, infection, inflammation, loss of libido, menorrhagia, migraine, pelvic pain, scar, skin infection, tenderness, the first episode of weight increased, foggy feeling in head and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2013 (as per social media). 3 trailing coils each side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concomitant products included oral contraceptive nos. In 2013, 149 days before insertion of essure, the patient experienced abdominal pain ("pain that doubles her over"), loss of libido ("lack of any kind of sex drive"), amnesia ("memory loss"), confusional state ("confusion"), fatigue ("extreme fatigue"), bacterial vaginosis ("many bacterial vaginosis infections"), dyspareunia ("pain with intercourse"), skin infection ("skin infections"), tenderness ("painful to touch"), scar ("excessive scar tissue from nickle allergy"), allergy to metals ("nickel allergy") and menorrhagia ("heavy bleeding and blood clots during menstruation"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the first episode of feeling abnormal ("scared for a year to have a pap because I really thought I had cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic infection ("bacterial infections"), the first episode of weight increased ("weight gain"), the first episode of depression ("depression"), anaemia ("anemia"), migraine ("migraine"), inflammation ("inflammation"), the second episode of feeling abnormal ("brain fog"), anxiety ("anxiety"), the second episode of weight increased ("weight gain"), the second episode of depression ("depression") and infection ("infection"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pelvic infection, anaemia, migraine, inflammation, the last episode of feeling abnormal, anxiety, the last episode of weight increased and infection outcome was unknown and the abdominal pain, loss of libido, amnesia, confusional state, fatigue, bacterial vaginosis, dyspareunia, skin infection, tenderness, scar, allergy to metals and menorrhagia had not resolved. The reporter considered abdominal pain, allergy to metals, amnesia, anaemia, anxiety, bacterial vaginosis, confusional state, dyspareunia, fatigue, genital haemorrhage, infection, inflammation, loss of libido, menorrhagia, migraine, pelvic infection, pelvic pain, scar, skin infection, tenderness, the first episode of depression, the first episode of feeling abnormal, the first episode of weight increased, the second episode of depression, the second episode of feeling abnormal and the second episode of weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: potential legal summons documents received, new reporter ,events chronic pain/pain, abnormal bleeding, weight gain, depression, infections were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.